Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed low battery, power loss alarm, and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery, power loss alarm, and replace battery now alarm due to connector resistance electrical board .after disconnecting and reconnecting the internal battery connector on electrical board .the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a recurring power loss alarm. Customer's blood glucose level was 156 mg/dl at the time of the incident. During troubleshooting the alarm occurred again. The customer was advised that the insulin pump would be replaced. The product was not returned for analysis.